Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: mortality and 30-day readmission rates after inpatient leadless pacemaker implantation: insights from a nationwide readmissions database. Canadian journal of cardiology. 2022. 38: 1697-1705. Doi: 10.1016/j.cjca.2022.08.002 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding in-hospital complications and 30-day readmission following leadless implantable pulse generator (ipg) versus transvenous ipg implantation. The authors described patient deaths; however, the causes of death were unknown and described as in-hospital or readmission mortality. There were patients who experienced cardiac effusion and/or perforation, hemothorax or pneumothorax, pulmonary embolism, deep vein thrombosis, unspecified events at the puncture site, hematoma, hemorrhage, red blood cell transfusion requirement, unknown device-related complications, device-related acute myocardial infarction during the procedure, intraoperative cardiac arrest, or pericarditis. Reasons for readmission included embolism, thrombosis, unspecified events at puncture site, hematoma/hemorrhage, unspecified device-related complication which required intervention, acute heart failure, cardiogenic shock, acute coronary syndrome, infection and inflammatory reaction due to other cardiac and vascular devices, sepsis, and pneumonia. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.